Event description:
The patient was injected in an unreported injection site. The patient allegedly developed swelling six weeks later. The patient was treated with steroids and antibiotics.

Manufacturer narrative:
The batch record, including sterility testing records, was reviewed and did not reveal any issues with the alleged product lot.